Manufacturer narrative:
Attune spacer block handle has a large crack on the side where the cr/ps shim attaches. Inspecting of the returned instrument confirmed that there was a crack running from the metal bushing to the edge of the instrument. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received, the complaint shall be reopened and investigated further.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Attune spacer block handle has a large crack on the side where the cr/ps shim attaches.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.